Manufacturer narrative:
The intraocular lens remains implanted. (B)(6). Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was prepared normally. When the iol was in the eye the surgeon and operating room assistant saw that one of the haptics was stuck under the haptic. After a few minutes the haptic came above and found their way in the bag in the right position. In follow up it was learned one of the haptics was stuck to the optic. No patient injury. The iol remains implanted. No additional information was provided to abbott medical optics.